Event description:
System error 2240 message appeared on the display of the home pt's machine. Pt reported they connected pt line too soon and went through prime connected with pt line closed off. Pt reported when they opened clamp at initial drain, pt got a 2240 alarm. Service explained and assisted with clearing the alarm and set up with new set and bags. Service referred pt to nurse for further medical instruction. No report of injury was made at time of initial report.